Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator generated an error message that rendered it into an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.